Manufacturer narrative:
The pump was not returned for evaluation. A correlation between the device and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with disseminated mycobacterium chimaera infection, most likely related to transmission from aerosolization of bacteria from heater-cooler units used in cardiac surgery. The patient¿s bone marrow culture was positive, and his bone marrow also showed non-caseating granulomas. The patient had been on azithromycin, ethambutol, and rifabutin since (B)(6) 2016. Repeat bone marrow cultures on (B)(6) 2016 and again on (B)(6) 2017 were positive. A blood culture from (B)(6) 2016 was also positive. The patient had a negative transesophageal echocardiogram. It was reported that the lvad was likely infected, despite white blood cell scans being negative. Given the persistence of positive cultures 3.5 months after treatment started, treatment with amikacin and bedaquiline were recommended by infectious disease, as well as a complete lvad exchange. The patient received a pump exchange on (B)(6) 2017.